Event description:
Spontaneous: during prep pt reports the medication was leaking at the connection of tubing. Pt reports she has been infusing the med herself for a while and she checks all the connection and they were tight before injecting the needle. Pt reports she changed both tubing and sub glide and there was no leak afterward. Pt just wanted us to be aware. No side effect reported. No missed dose was reported. Unknown if pt has defective tubing on hand for return to the manufacturer. Unknown date of event. Reported to (B)(6) by pt/caregiver.

Event description:
Spontaneous: during prep pt reports the medication was leaking at the connection of tubing. Pt reports she has been infusing the med herself for a while and she checks all the connection and they were tight before injecting the needle. Pt reports she changed both tubing and sub glide and there was no leak afterward. Pt just wanted us to be aware. No side effect reported. No missed dose was reported. Unknown if pt has defective tubing on hand for return to the manufacturer. Unknown date of event. Reported to (B)(6) by pt/caregiver.